Manufacturer narrative:
(B)(6). Failure (event) observed during analysis.external insulation abrasion was noted at 11.2-11.7cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted under the svc shock coil at 23.6-24.4cm from the distal tip. The etfe coating was intact at these locations.(B)(6).

Event description:
This report is to advise of an event observed during analysis.